Event description:
The customer was hospitalized with dka. The battery was depleted but the self test indicated it was ok. The nurse was not willing to do further troubleshooting and said she will check the unit in the office.